Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the emergency room the device was found to be in backup vvi. A device download successfully restored normal function, and the device remains implanted.